Manufacturer narrative:
Clinic complained of a patient sustaining a full thickness burn on lower abdomen following treatment with bodytite. Investigation is ongoing. 09-mar-2025: fu report is submitted with investigation conclusions. The system was inspected and no technical issues were identified (the handpiece was discarded by the user and hence not inspected). The investigation attributed the root cause to a user error: incorrect technique with poor control of the handpiece ended in pulsing on the same spot for too long, while rubbing against the dermal plexus. The doctor has been retrained and the patient has healed.

Event description:
Full thickness burn on lower abdomen post bodytite procedure.

Manufacturer narrative:
Clinic complained of a patient sustaining a full thickness burn on lower abdomen following treatment with bodytite. Investigation is ongoing.

Event description:
Full thickness burn on lower abdomen post bodytite procedure.